Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Manufacturer narrative:
Additional information/device evaluation summary: as received, the pump reservoir was empty and the pump was at minimum rate infusion mode. The pump was analyzed. The analysis result was ¿no anomaly found¿. Dispense accuracy testing passed; no out of specification volume discrepancies were found. The top of the pump shield showed ¿needle skid activity¿ near the fill septum. No anomalies were noted with the refill septum.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the actual residual volume was greater than the expected residual volume. (B)(6) 2014 - expected residual volume 3.7ml actually removed 8.5ml (B)(6) 2014 - expected residual volume 1.7ml actually removed 6.5ml 4/30/14 -expected residual volume 7.3ml actually removed 11ml (B)(6) 2014 - expected residual volume 3.7ml actually removed 8.5ml. Per the reporter the hcp withdrew from cap and catheter appeared fine. The hcp wanted to replace pump because they think the pump is malfunctioning. The pump was used to deliver morphine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8590-1, lot# n257987, implanted: (B)(6) 2012, product type: accessory; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had not been getting relief from the morphine pump usage. The patient also felt he was getting bursts of medication. The cause of the volume discrepancies remained unknown. A rotor study showed the rotors were not working correctly. At an office visit on (B)(6) 2014 for a re-evaluation of the patient's generalized pain, the patient did not appear to be in any distress. It was noted there was pain on palpation of the paraspinal muscles. A refill with reprogramming was performed. As previously reported, the expected reservoir volume was 1.7 milliliters (ml) and 6.5 ml was easily removed from the pump. It was noted there was bleeding at the puncture site which required a band aid. The infusion rate was increased. The patient returned to the clinic (B)(6) 2014 for pump interrogation, adjustment, and refill. At that visit the patient was ambulatory, in no acute distress, alert, and oriented. The pump was easily palpable under a well-healed scar with no signs of infection. Again, as previously reported the expected reservoir volume at the refill was 3.7 ml and 8.5 ml was easily removed and discarded. There was no bleeding at the puncture site. The patient had been able to successfully decrease the pump dose since a new pump was placed and working properly. The patient returned on (B)(6) 2014 after the pump replacement for an evaluation of the incision. The patient did not have any pain and felt the pump was working. The patient did not appear in any distress. The incision was healing and showing only slightly pink in color. It was noted there was pain on palpation of the paraspinal muscles. The patient recovered without permanent impairment.

Event description:
There had been volume discrepancies going on since (B)(6) at every refill and the physician was the only person who did the refills. The physician did a catheter dye study about 2 months ago and everything was fine. A rotor study was done and everything was fine. The pump was replaced. The physician was able to draw back fluid from the catheter proving there was no kink or occlusion going on with the catheter. The patient recovered without sequelae.